Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 13jul2020.

Event description:
The customer (biomed) reported to philips that the touchscreen was not working and the device needs preventative maintenance service completed. The customer stated the patient was going to get transported, and when they went to touch the screen to put on stand by, it would not go on stand-by. The device was in use at the time of the event, however there was no delay in patient therapy. The respiratory care supervisor stated that the bipap was changed out during the patient transport. The customer requested that the device be returned to bench for evaluation.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 the device was received by the philips bench repair on (B)(6) 2020. An evaluation was performed by the philips bench technician and the reported issue was confirmed. The bench confirmed that the touchscreen had a damage spot and required replacement. The philips bench technician replaced the touch screen on (B)(6) -2020 to resolve the issue. The customer reported via good faith effort on (B)(6) 2020 that the device was in use on a patient at the time of the event, however there was no delay in patient therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Touchscreen assembly was returned for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the returned touchscreen into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen was installed in the fi test ventilator to verify and test its functionality. The returned touchscreen was tested and no failures were identified. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.